Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 69 mg/dl. The battery was changed during troubleshooting was the display remained blank. The device failed the self test as well. A failed battery test alarm also occurred. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No blank display. Lcd board ok. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.